Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's mother that the insulin pump had replace battery alert. The customer's blood glucose level was 6.4 mmol/l. It was reported that the customer's insulin pump was hot when he woke up in the morning. His insulin pump alerted a battery error and soon after alerted replace battery. The customer tried to replace battery but it was really hot and had a nasty smell to it. There was no residue in the battery compartment; however, the battery had wave pattern. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. (B)(4)..